Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer's blood glucose value was 380 mg/dl at the time of the call. Customer has treated high blood glucose with an injecting. Each time she changes her set and puts the reservoir in the pump and the fill cannula goes through but then a couple of hours later my blood glucose go high and I get no delivery. Customer is not wearing the set because issue was yesterday and she changed the set thinking the cannula was bent but it wasn't. Customer changed her set this morning and has been getting no delivery. Troubleshooting was performed. Customer reports insulin exited and pump alarmed during manual prime. Customer states they are unable to assemble a new infusion and reservoir. Explained the alarm may have been caused by an infusion set or reservoir occlusion. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product will not be returned for analysis.